Manufacturer narrative:
Evaluation summary: one device was received for evaluation. The returned product did not meet specification as received. Visual inspection found that the device showed melting around the aspiration holes. The reported condition was confirmed. The investigation found a section of the insulation around the irrigation holes to have melted. No insulation was missing from the device. The device failed hipot testing around the damaged insulation indicating electrical leakage. The melting occurred as a result of arcing. Two possible sources of arcing were identified. Simultaneously activating the suction function and the electrical current may result in increased arcing at either the electrode tip or aspiration holes, causing the insulation to melt. Activating the electrode while retracted in the sheath could result in arcing through the aspiration holes and potential melting. The investigation identified the root cause of the reported event to be attributed to the user. The instructions for use(IFU) states, simultaneously activating suction/irrigation and electrosurgical current may result in increased arcing at either the electrode tip or aspiration holes, and/or burns to adjacent tissue. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during sigmoidectomy, about 5 hours later, power output was distributed from the shaft about 1cm from the distal end, and the shaft got melted. The new device was opened, but the issue was duplicated within an hour. The new device was opened again and it worked fine. There was no patient harm. No further information available.